Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(6) 2011)-the meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. 510(k) # is k073231.

Event description:
On (B)(4) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately low compared to another onetouch ultralink meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(4) 2011 at 8:30am. The patient reportedly obtained a blood glucose result of "113mg/dl" with the subject meter and "143mg/dl" with another onetouch ultralink meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with an insulin pump. The patient denied taking any action in response to the reported meter issue. According to the csr's documentation, the patient reportedly experienced symptoms of sweating and headache immediately following the alleged product issue. Prior to the onset of his symptoms, it is not known what the patient's previous blood glucose result was, it is not known which meter the patient tested his previous blood result with, it is not known what action the patient took in response to his previous blood glucose reading, and it is not known if the patient made any changes to his activity level, meals, or regimen before the alleged issue began. According to the csr's documentation, the patient denied receiving any medical intervention/treatment after the reported issue began. The extent of the patient's symptoms is not known and it is not known if the patient tested his blood glucose with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started immediately after the alleged meter issue began. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred.